Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap, (lot #p4b1078) gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot #p3h1004) gia6048s, gia6048s gia 60-4.8sgl use reload stap, (lot #p0j0483y) gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot #p3h0779) gia8048s, gia8048s gia 80-4.8sgl use reload stap, (lot #p3l0641) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hemicolectomy, the three pre-loaded open stapler and three additional reloads were sticking in the same place when sliding the pusher thumb piece. The surgeon reconstructed the fault on a clean device, and the issue was resolved in a few minutes by opening a new device so the operation was not delayed. The surgery was completed but multiple devices were needed to complete the anastomosis of the bowel. There was no patient injury.